Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, it had a difficulty in grasping the handle. The surgeon needed more force than usual to grasp the trigger. Another device was used to complete the procedure. There were no adverse consequences for the patient.